Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw was damaged during the repair surgery for the patient¿s skull defect. The screw was replaced and there was no injury to the patient.